Manufacturer narrative:
Additional device product code: hwc. (B)(4). Initial implant procedure was sometimes in (B)(6) 2008. Exact date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 456.322s, lot# 5771571. Manufacturing location: (B)(4), manufacturing date: may 02, 2008, expiry date: mar 31, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Inspection sheet for in-process/inspect dimensional met inspection acceptance criteria. Inspection sheet for final inspection met specification. In process acceptance sheet met specification. Component parts reviewed: part 456.314.3 - lock driver tfn bp 55 lot: 5687231, part 456.315.2 - 130 lock prong tfn bp 58 lot: 5687653, raw material part no: 21069 bp 80, 512923 - raw material received from supplier (B)(4). Certificate of test received from (B)(4)met specification. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in (B)(6) 2008 for treatment of a proximal femur fracture, where the trochanteric fixation nail system was used. Patient was implanted with one (1) cannulated trochanteric fixation nail, one (1) helical blade implant and one (1) distal locking screw. On an unknown date, post-operative, patient presented with pain, arthritis and avascular necrosis (avn) of the femur head. On (B)(6) 2017, surgeon removed all implants and revised the patient to a depuy total hip replacement. It was reported that no fragments were generated during implant removal. Removed implants were reported in good condition with no issues. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient was reported in stable condition. This report is for one (1) ti cann troch fixation nail 170mm sterile. This is report 1 of 3 for (B)(4).